Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The caller indicated they ran therapy impedances and the battery estimate showed that an asterisk next to the longevity result (which was 91 months) and the message for new neurostimulator. The reason for the call was to ask about this message. It was reviewed this message may occur if the ins did not have the saved information to make a battery estimate from the time of the interrogation to end of life. No patient symptoms were reported. No further complications were reported or anticipated.